Manufacturer narrative:
Follow up information received on 19-apr-2016: legal claim was received. It was also reported the essure coils implanted into the plaintiff are leaching nickel and one essure coil has migrated, causing the plaintiff to suffer severe menstruating pain, weight gain, gum issues, extreme fatigue, pain during intercourse, hair loss and autoimmune disease lichen sclerosus. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed heavy bleeding (regarded as genital bleeding). She was submitted to an exploratory laparoscopy and later to a hysterectomy. Two broken pieces of an essure coil were found in her uterus and one essure coil was coming out of her fallopian tube. Only the reported device breakage is unlisted according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation into the distal fallopian tube or expulsion into uterus/cervix or out of the body. If device is expelled to uterus, genital bleeding may occur. In this particular case, patient had a hysterosalpingogram test after essure insertion which confirmed tubal occlusion. Ten months after essure insertion, during a hysterectomy, the device was found dislocated in one side, with broken pieces of the other device inside the uterus. Although the exact mechanism of these events is not known; given their nature and their positive temporal relation with essure therapy, causality cannot be excluded. Other non-serious events were also reported. This case was regarded as incident, since surgical interventions were required as events treatment. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff in united states on 23-feb-2016. It refers to the plaintiff/consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for permanent birth control. Consumer's history included a delivery in (B)(6) 2012. Six weeks after essure procedure, she had a hysterosalpingogram that showed that her fallopian tubes were not fully occluded. Three weeks later, she had another hysterosalpingogram that confirmed that she was fully occluded. In (B)(6) 2013, she reported to her physician that she was experiencing pain in her back and abdominal/ pelvic area, numbness in her hips and legs, a metallic taste in her mouth, heavy bleeding and severe abdominal cramping. In (B)(6) 2013, she underwent a painful exploratory laparoscopy procedure. Subsequent to the procedure, her doctor advised her that she would need to have a hysterectomy. On (B)(6) 2013, she underwent a hysterectomy where her uterus, cervix and one fallopian tube were removed. During this surgery, two broken pieces of essure were found in her uterus and an essure coil was found coming out of her fallopian tube. She took time off from work to recover from this procedure, which was very painful and left her with permanent scars. She continues to experience pain in her back and abdominal/ pelvic area, numbness in her hips and legs, a metallic taste in her mouth. She still has one fallopian tube remaining and is exploring removal as it may be her only option for relief from these symptoms. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed heavy bleeding (regarded as genital bleeding). She was submitted to an exploratory laparoscopy and later to a hysterectomy. Two broken pieces of an essure coil were found in her uterus and one essure coil was coming out of her fallopian tube. Only the reported device breakage is unlisted according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation into the distal fallopian tube or expulsion into uterus/cervix or out of the body. If device is expelled to uterus, genital bleeding may occur. In this particular case, patient had a hysterosalpingogram test after essure insertion which confirmed tubal occlusion. Ten months after essure insertion, during a hysterectomy, the device was found dislocated in one side, with broken pieces of the other device inside the uterus. Although the exact mechanism of these events is not known; given their nature and their positive temporal relation with essure therapy, causality cannot be excluded. Other non-serious events were also reported. This case was regarded as incident, since surgical interventions were required as events treatment. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 26-may-2016: ptc investigation result was provided. (B)(4). Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility micro-insert breaking is na anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded the events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed heavy bleeding (regarded as genital bleeding). She was submitted to an exploratory laparoscopy and later to a hysterectomy. Two broken pieces of an essure coil were found in her uterus and one essure coil was coming out of her fallopian tube (device dislocation). Genital bleeding and device dislocation are listed in the reference safety information for essure and the reported device breakage is listed according to technical assessment. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation into the distal fallopian tube or expulsion into uterus/cervix or out of the body. If device is expelled to uterus, genital bleeding may occur. In this particular case, patient had a hysterosalpingogram test after essure insertion which confirmed tubal occlusion. Ten months after essure insertion, during a hysterectomy, the device was found dislocated in one side, with broken pieces of the other device inside the uterus. Although the exact mechanism of these events is not known; given their nature and their positive temporal relation with essure therapy, causality cannot be excluded. Other non-serious events were also reported. This case was regarded as incident, since surgical interventions were required as events treatment. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil coming out of her fallopian tube/one essure coil has migrated"), device breakage ("two broken pieces of an essure coil in uterus") and genital haemorrhage ("heavy bleeding") in a 28-year-old female patient who had essure (batch no. 975393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity in september 2012, anxiety, depression and hernia. Concurrent conditions included overweight, dysuria, ache, trichomoniasis and ovarian cyst. Concomitant products included medroxyprogesterone (depo provera) from 26-feb-2013 to 1-may-2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 9 days after insertion of essure, the patient experienced pelvic pain ("pain in pelvic area / pain"), dysmenorrhoea ("severe menstruating pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced fatigue ("extreme fatigue/ fatigue"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") and skin disorder ("skin conditions"). In 2013, the patient experienced back pain ("pain in her back"), abdominal pain ("pain in abdominal area/severe abdominal cramping"), hypoaesthesia ("numbness in her hips and legs") and dysgeusia ("metallic taste in her mouth"). On (B)(6) 2013, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural pain ("painful exploratory laparoscopy procedure/painful hysterectomy"), gingival disorder ("gum issues"), lichen sclerosus ("lichen sclerosus") and rash ("rashes"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, genital haemorrhage, procedural pain, dysmenorrhoea, weight increased, gingival disorder, fatigue, dyspareunia, alopecia, lichen sclerosus, vaginal haemorrhage, menorrhagia, migraine, headache, allergy to metals, vaginal discharge, weight decreased, rash and skin disorder outcome was unknown, the back pain, hypoaesthesia and dysgeusia had not resolved and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, gingival disorder, headache, hypoaesthesia, lichen sclerosus, menorrhagia, migraine, pelvic pain, procedural pain, rash, skin disorder, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: 4 coils were trailing from the right fallopian tube. 3 coils were trailing from the left fallopian tube. Discrepancy was noted in the product implant date as it was reported as (B)(6) 2013 and another is (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded); on (B)(6) 2013: total bilateral occlusion; in april 2013: fallopian tubes not fully occlueded quality-safety evaluation of ptc: . Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event " abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, nickel allergy, vaginal discharge, weight loss, rashes, skin conditions" were added. Lot number was added. Product implant date was updated. New reporter were added. Case updated as medically confirmed. Lab data was added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil coming out of her fallopian tube/one essure coil has migrated"), device breakage ("two broken pieces of an essure coil in uterus"), genital haemorrhage ("heavy bleeding") and ovarian cyst ("ovarian cyst") in a 28-year-old female patient who had essure (batch no. 975393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity in september 2012, anxiety, depression and hernia. Concurrent conditions included overweight, dysuria, ache, trichomoniasis and ovarian cyst. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) since october 2013 for contraception as well as medroxyprogesterone acetate (depo provera) from (B)(6)2013 to (B)(6)2013 and valaciclovir since august 2013. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain ("pain in pelvic area / pain / pelvis pain"), dysmenorrhoea ("severe menstruating pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge") and uterine pain ("uterine pain"), 9 days after insertion of essure. On (B)(6)2013, the patient experienced fatigue ("extreme fatigue/ fatigue"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") and skin disorder ("skin conditions"). In 2013, the patient experienced back pain ("pain in her back / lower back pain"), abdominal pain ("pain in abdominal area/severe abdominal cramping / abdominal pain"), hypoaesthesia ("numbness in her hips and legs"), dysgeusia ("metallic taste in her mouth") and dysuria ("dysuruia"). On (B)(6)2013, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6)2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6)2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), procedural pain ("painful exploratory laparoscopy procedure/painful hysterectomy"), gingival disorder ("gum issues"), lichen sclerosus ("lichen sclerosus"), rash ("rashes") and arthralgia ("hip pain"). The patient was treated with valaciclovir hydrochloride (valtrex) and surgery (hysterectomy with unilateral salpingectomy, laparoscopy wirh right ovarian cystectomy and laproscopy with right ovarian cystectomy). Essure was removed on (B)(6)2013. At the time of the report, the device dislocation, device breakage, genital haemorrhage, ovarian cyst, procedural pain, dysmenorrhoea, weight increased, gingival disorder, fatigue, dyspareunia, alopecia, lichen sclerosus, vaginal haemorrhage, menorrhagia, migraine, headache, allergy to metals, vaginal discharge, weight decreased, rash, skin disorder, uterine pain, dysuria and arthralgia outcome was unknown, the back pain, hypoaesthesia and dysgeusia had not resolved and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, gingival disorder, headache, hypoaesthesia, lichen sclerosus, menorrhagia, migraine, ovarian cyst, pelvic pain, procedural pain, rash, skin disorder, uterine pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: 4 coils were trailing from the right fallopian tube. 3 coils were trailing from the left fallopian tube. Discrepancy was noted in the product implant date as it was reported as (B)(6)2013 and and another is (B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - in april 2013: results: fallopian tubes not fully occlueded; on (B)(6)2013: results: unilateral occlusion (left tube occluded); on (B)(6)2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Event hip pain added from pfs.laparoscopy with right ovarian cystectomy marked for event ovarian cyst. Concomitant drug added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil coming out of her fallopian tube/one essure coil has migrated"), device breakage ("two broken pieces of an essure coil in uterus") and genital haemorrhage ("heavy bleeding") in a 28-year-old female patient who had essure (batch no. 975393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity in september 2012, anxiety, depression and hernia. Concurrent conditions included overweight, dysuria, ache, trichomoniasis and ovarian cyst. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2013 to (B)(6) 2013 and valaciclovir since august 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 9 days after insertion of essure, the patient experienced pelvic pain ("pain in pelvic area / pain"), dysmenorrhoea ("severe menstruating pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge") and uterine pain ("uterine pain"). On (B)(6) 2013, the patient experienced fatigue ("extreme fatigue/ fatigue"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") and skin disorder ("skin conditions"). In 2013, the patient experienced back pain ("pain in her back"), abdominal pain ("pain in abdominal area/severe abdominal cramping"), hypoaesthesia ("numbness in her hips and legs"), dysgeusia ("metallic taste in her mouth") and dysuria ("dysuruia"). On (B)(6) 2013, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural pain ("painful exploratory laparoscopy procedure/painful hysterectomy"), gingival disorder ("gum issues"), lichen sclerosus ("lichen sclerosus"), rash ("rashes") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy) and surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, genital haemorrhage, procedural pain, dysmenorrhoea, weight increased, gingival disorder, fatigue, dyspareunia, alopecia, lichen sclerosus, vaginal haemorrhage, menorrhagia, migraine, headache, allergy to metals, vaginal discharge, weight decreased, rash, skin disorder, uterine pain, dysuria and ovarian cyst outcome was unknown, the back pain, hypoaesthesia and dysgeusia had not resolved and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, gingival disorder, headache, hypoaesthesia, lichen sclerosus, menorrhagia, migraine, ovarian cyst, pelvic pain, procedural pain, rash, skin disorder, uterine pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: 4 coils were trailing from the right fallopian tube. 3 coils were trailing from the left fallopian tube. Discrepancy was noted in the product implant date as it was reported as (B)(6) 2013 and another is (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded); on (B)(6)2013: total bilateral occlusion; in april 2013: fallopian tubes not fully occluded quality-safety evaluation of ptc: . Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: right ovarian cyst, uterine pain, dysuria events was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil coming out of her fallopian tube/one essure coil has migrated"), device breakage ("two broken pieces of an essure coil in uterus") and genital haemorrhage ("heavy bleeding") in a 28-year-old female patient who had essure (batch no. 975393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity in (B)(6) 2012, anxiety, depression and hernia. Concurrent conditions included overweight, dysuria, ache, trichomoniasis and ovarian cyst. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2013 to (B)(6) 2013 and valaciclovir since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 9 days after insertion of essure, the patient experienced pelvic pain ("pain in pelvic area / pain"), dysmenorrhoea ("severe menstruating pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge") and uterine pain ("uterine pain"). On (B)(6) 2013, the patient experienced fatigue ("extreme fatigue/ fatigue"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") and skin disorder ("skin conditions"). In 2013, the patient experienced back pain ("pain in her back"), abdominal pain ("pain in abdominal area/severe abdominal cramping"), hypoaesthesia ("numbness in her hips and legs"), dysgeusia ("metallic taste in her mouth") and dysuria ("dysuruia"). On (B)(6) 2013, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural pain ("painful exploratory laparoscopy procedure/painful hysterectomy"), gingival disorder ("gum issues"), lichen sclerosus ("lichen sclerosus"), rash ("rashes") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, genital haemorrhage, procedural pain, dysmenorrhoea, weight increased, gingival disorder, fatigue, dyspareunia, alopecia, lichen sclerosus, vaginal haemorrhage, menorrhagia, migraine, headache, allergy to metals, vaginal discharge, weight decreased, rash, skin disorder, uterine pain, dysuria and ovarian cyst outcome was unknown, the back pain, hypoaesthesia and dysgeusia had not resolved and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, gingival disorder, headache, hypoaesthesia, lichen sclerosus, menorrhagia, migraine, ovarian cyst, pelvic pain, procedural pain, rash, skin disorder, uterine pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: 4 coils were trailing from the right fallopian tube. 3 coils were trailing from the left fallopian tube. Discrepancy was noted in the product implant date as it was reported as (B)(6) 2013 and and another is (B)(6) -2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded); on (B)(6) 2013: total bilateral occlusion; in (B)(6) 2013: fallopian tubes not fully occlueded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.